Event description:
During preventative maintenance of the device, the field service rep reported that the ultrasonic air sensor latch was broken. The unit was repaired at the time of service. Since the event occurred during preventative maintenance, there was no pt involvement. Investigation in process, but not yet completed.